Event description:
It was reported that breakage occurred with a 30 ml bd luer-lok¿ tip syringe. The following information was provided by the initial reporter, "the product that we been purchasing has been difficult for the physicians in the ER, the luer-lok tip with blunt plastic cannula. We are wondering if there's any product that might be stronger on the tip of this item. I believe that when they insert it the tip will bend or break."

Manufacturer narrative:
H.6. Investigation: two photos, one unopened 100-count carton and fifteen 3ml syringes with blunt cannulas in fully sealed blister packs confirmed to be from batch 9028859 (p/n 303346) were received and evaluated. One of the photos displayed a vial and septum with holes poked through the top. No visual defects were observed with the cannulas. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred with a 30 ml bd luer-lok¿ tip syringe. The following information was provided by the initial reporter, "the product that we been purchasing has been difficult for the physicians in the ER, the luer-lok tip with blunt plastic cannula. We are wondering if there's any product that might be stronger on the tip of this item. I believe that when they insert it the tip will bend or break."